Manufacturer narrative:
(B)(4). The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary procedure, with implantation of a 2.5 x 23, 3.0 x 23 and a 3.5 x 23 mm absorb bioresorbable vascular scaffold (bvs) in the proximal left anterior descending (lad) artery. On (B)(6) 2017, the patient was seen in the emergency room with complaints of chest pain. Coronary angiography noted moderate disease in the lad, the ostial, intermediate and right coronary arteries. Additionally, there may have been scaffold thrombosis. The patient was treated with medications and the event resolved on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, thrombosis and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.